Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the imaging catheter became caught in a placed stent. The 75% stenosed lesion was located in the moderately tortuous proximal left circumflex (lcx) artery. An unspecified size promus stent was deployed and then the atlantis sr pro2 imaging catheter was used to confirm stent apposition. When the atlantis sr pro2 imaging catheter was advanced inside the stent, resistance was encountered and the device became stuck on the distal end of the stent. The atlantis sr pro2 imaging catheter shaft was cut and then successfully removed with an unspecified catheter. The stent looked well apposed under fluoroscopy. No patient complications were reported and the patient's status is reported as good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the imaging catheter became caught in a placed stent. The 75% stenosed lesion was located in the moderately tortuous proximal left circumflex (lcx) artery. An unspecified size promus stent was deployed and then the atlantis sr pro2 imaging catheter was used to confirm stent apposition. When the atlantis sr pro2 imaging catheter was advanced inside the stent, resistance was encountered and the device became stuck on the distal end of the stent. The atlantis sr pro2 imaging catheter shaft was cut and then successfully removed with an unspecified catheter. The stent looked well apposed under fluoroscopy. No patient complications were reported and the patient's status is reported as good.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the hub, telescope and imaging core assembly were missing. Only the sheath of the imaging catheter was returned and appeared to have been cut off. The length of the returned device was 136.1cm long. Visual inspection of the returned device revealed the guide wire exit port was lifted 1.0mm and ripped 1.0mm long. A test guide wire was inserted into the guide wire exit port but could not go through the distal tip end due to the dry blood observed inside the tip assembly. The imaging window appeared stretched approximately 1.5cm long. Kinks were observed in the sheath assembly at 26.0cm from femoral marker at proximal side and 65.5cm and 79.1cm at distal side. Image characterization testing could not be performed based on the returned condition of the catheter. No other issues or defects were observed during visual analysis of the returned device. A ship history was performed to determine possible lots for the catheter used in this procedure. The manufacturing batch record reviews performed on the potential lots confirmed that the devices met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)